Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side rupture and capsular contracture, baker grade IV discovered during surgery for "repositioning" of the implant. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening on anterior. A visual and micro analysis was performed which identified: striated opening and crease fold. Based on the device analysis the final assessment is: -a striated opening assessed as a surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Event description:
Healthcare professional reports right side rupture and capsular contracture, baker grade IV discovered during surgery for "repositioning" of the implant. The device has been explanted.